Event description:
It was reported that the pump exhibited a system failure primary audible alarm during background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt, the battery and door were missing, and the right plunger case was broken. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported event is unknown as no fault was found. Replaced the interconnect board and speaker for preventive measure. A CAPA was created for the primary audible alarm background test issue which is ongoing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.